Event description:
It was reported that the right ventricular (rv) lead exhibited decreased r-wave amplitudes. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: previously reported d7a should have been "no" instead of "yes".